Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored episodes. Technical services (ts) reviewed device episode data and found false pacemaker mediated tachycardia (pmt) and signal artifact monitor (sam) episodes due to atrial tachycardia. There were stored sustained and non-sustained ventricular episodes with inappropriate anti-tachycardia pacing (atp) and one shock delivered because of oversensing of atrial fibrillation (af) with rapid ventricular response (rvr). The shock did convert the rhythm. Ts suggested programming optimization at patient's next follow-up appointment. No additional adverse patient effects were reported. Currently, this ICD system remains in service.